Event description:
The customer reported that the picture freezes and there were stripes in all the colors of the rainbow during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.